Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that during spinal fusion procedure, the navlock handle metal disk come off the back. Issue occurred when surgeon was mallet pelvic bone on the patient. The procedure was competed with the use of navigation. There was no delay to procedure. No impact on patient outcome.